Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump contained gablofen [2000 mcg/ml] at a dose of 637 mcg/day. It was reported the patient presented for a routine pump replacement without any symptoms. The managing doctor was not aware there were any problems. The catheter problem was discovered during pre-operative work up on (B)(6) 2017. There were no known environmental/external/patient factors that might have led or contributed to the issue. There were no actions/interventions taken prior to surgery. The issue was resolved at the time of the report. The catheter was replaced because the existing one had pulled out of the intrathecal space and was curled up in the spine pocket. The patient was restarted on 96 mcg/day. The patient status at the time of the report was alive ¿ no injury. The explanted catheter was discarded. No further patient complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported they did not know or have access to the patient¿s weight. The pump was discarded after explant.